Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed resulting in the pump failing the force sensor test. The cause of the issue was a damaged plunger cable, and it was replaced to fix the issue.

Event description:
The device was returned due an issue where no additional information was provided. During the investigation it was found that the pump did not pass the force sensor test, and the force sensor test error occurred during the self-test. There was no patient involvement.